Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, both the stents were returned entangled in a y configuration. The stent was returned deployed and noted to be deformed. (The stent was deployed during the procedure and later recovered during craniotomy). A thrombus was noted to be embedded within the stents. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer was not returned. As the reported event was confirmed during visual inspection, functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'patient vessel thrombosis' was confirmed during device analysis. In addition, evidence of the thrombus immediately after the stents had been removed from the patient was provided by the user. The analysis results are consistent with the reported events. The device did not meet specifications when received for complaint investigation based on visual inspection. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to be set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'during a stent-assisted coil embolization surgery for a basilar artery (ba) tip aneurysm, the physician considered using two stents to create a y-configuration for stent-assisted coil embolization. First, a microcatheter was delivered to the left posterior cerebral artery (pca) to establish access. Subsequently, the stent, model was selected. After inspecting the stent for integrity and adequately flushing it, the physician placed it through the microcatheter at the junction of the left posterior cerebral artery (pca) and basilar artery (ba). Angiography confirmed good apposition of the stent. The physician then utilized the "through-the-net" technique to advance a guidewire into the right posterior cerebral artery (pca) using the same microcatheter under coaxial technique. Preparations were made to deploy second stent (the subject device). After inspecting this stent for integrity and flushing it, it was successfully deployed in place. Following stent deployment, the physician began inserting coils into the aneurysm. During coil embolization, angiography revealed thrombus formation within the stent. It was suspected that the use of open-cell stents for the y-configuration might have caused roughness at the stent crossing, leading to the thrombus event. Since thrombus retrieval was not feasible after y-stent deployment, a neurosurgical consultation was sought, and it was ultimately decided to proceed with a craniotomy to remove the stents. The surgical plan was then changed to aneurysm clipping. During the craniotomy, a large thrombus was found adhering to the stents. Following the craniotomy, the patient recovered normally.' In the follow-up gfe responses it was reported that the patient was on dual antiplatelet therapy (dapt) for two weeks before the surgery. The stent was returned for analysis in a deployed condition which is aligned with the event description. The stent was entangled with a second stent which is part of a second complaint for the same event. The stents were being used in a y-stent (through-the-net) technique which is not covered in the atlas dfu. The stent was noted to be deformed. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal and proximal ends of the wire. Given the detailed explanation provided by the user, it is most probable that the use of the y-stenting technique (possibly leading to inadvertent damage to the internal surface of the vasculature) combined with other unknown procedural and anatomical factors, contributed to the reported event. An assignable cause of procedural factors has been assigned to the as reported 'patient vessel thrombosis' and as analyzed 'stent deformed', 'stent delivery wire (sdw) kinked/bent' and 'patient vessel thrombosis' codes listed. While the reported patient vessel thrombosis is a known anticipated outcome from this type of procedure, the use of the second stent to achieve a 'through-the-net' effect most likely resulted in the thrombosis. This complaint appears to be associated with a product that met company¿s design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a stent-assisted coil embolization surgery of a basilar artery (ba) tip aneurysm, the physician considered using two stents to create a y-configuration. After successfully deploying the first stent, the physician was successful in deploying the subject second stent as well. Following the deployment, the physician began inserting coils into the aneurysm. During coil embolization, angiography revealed thrombus formation within the second subject stent. The surgical plan was then changed to aneurysm clipping by craniotomy. There was a surgical delay of 2 hours due to the reported event. The patient is recovering well after the surgery.

Event description:
It was reported that during a stent-assisted coil embolization surgery of a basilar artery (ba) tip aneurysm, the physician considered using two stents to create a y-configuration. After successfully deploying the first stent, the physician was successful in deploying the subject second stent as well. Following the deployment, the physician began inserting coils into the aneurysm. During coil embolization, angiography revealed thrombus formation within the second subject stent. The surgical plan was then changed to aneurysm clipping by craniotomy. There was a surgical delay of 2 hours due to the reported event. The patient is recovering well after the surgery.

Manufacturer narrative:
- This is 2 of 2 reports (2nd MDR).